Manufacturer narrative:
The reported event could not be confirmed. An investigation was performed at the manufacturing plant. The lot number was not provided and the device was not returned to the manufacturing plant for investigation. We will continue to monitor and trend the reported event.

Event description:
On (B)(6) 2021, FDA forwarded the medwatch number mw5100154 to anika inc. It was reported the patient tried and failed medication. Additional information was solicited to the customer, no additional information was provided